Manufacturer narrative:
Analysis of the lead (lot #: va177st) found that all conductors were broken at 4.8 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor, parkinsons dual, dystonia and movement disorders. The rep reported that they were called to a revision surgery on (B)(6) 2018 due to a lead fracture. The rep reported that the patient went to the ER with complaints of shocking sensations in their neck when moving their head in certain positions. The rep also reported their were distortions on the patient's face on the same side as the left lead. The rep reported that an x-ray confirmed the broken lead. The rep reported that there was initial concern that there was a stroke. The rep reported that the hcp replaced the lead but they cut the lead and left the sidtal end of the lead in place, until it was removed on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported at the current time there was no definitive reason for the lead fracture. A portion of the fractured lead was obtained and sent back for analysis while the remaining portion of the fractured lead was removed and discarded after the procedure. After the lead was replaced the patient¿s symptoms, shocking sensation and discomfort, were resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.